Manufacturer narrative:
Product event summary: visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Also, a dissection showed that the hemostatic valve was leaking. In conclusion, the sheath failed the return product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air had entered the sideport of the hemostatic valve. Negative pressure was applied and the air was removed. Fluoroscopy was performed and no air was present in the patient. Also, during the removal of the catheter from the sheath. A large amount of blood was observed from the hemostatic valve. The procedure was completed with cryo and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.